Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), back pain ("back pain"), infection ("infections") and pelvic adhesions ("adhesions"). The patient was treated with surgery (loss of cervix, loss of fallopian tube). Essure was removed. At the time of the report, the pelvic pain, dyspareunia, back pain, infection and pelvic adhesions outcome was unknown. The reporter considered back pain, dyspareunia, infection, pelvic adhesions and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), back pain ("back pain"), infection ("infections") and pelvic adhesions ("adhesions"). The patient was treated with surgery (loss of cervix, loss of fallopian tube). Essure was removed. At the time of the report, the pelvic pain, dyspareunia, back pain, infection and pelvic adhesions outcome was unknown. The reporter considered back pain, dyspareunia, infection, pelvic adhesions and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.